Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The reported device is not expected to be returned to microvention for evaluation. A supplemental report will be filed following the completion of the complaint investigation.

Event description:
As reported, the implant was not able to be detached, even though the light and audio sequences functioned normally, and no issues had been found during the pretest. Another attempt was made, with the same results. When the pusher was pulled proximally to withdraw the coil, the implant was detached in the microcatheter. The implant was pushed with a guidewire and placed in an intended area. Subsequently, the procedure was completed successfully. There was no reported patient impact or harm.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be verified.